Event description:
The customer reported that centralized pt monitoring was lost when a terminal server connecting pts to the system apparently malfunctioned. It was not possible to restore the product to operation. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The terminal server, which is an off-the-shelf computer item not made by welch allyn, is obsolete and beyond its stated end-of-life. The expired device will not be returned for eval. No remote communication with the product was established, and the terminal server does not have the capability of logging internal events. Consequently, no investigation of this expired and obsolete item will be performed.